Manufacturer narrative:
The sample has been requested, but to date, the incident sample has not be received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a thyroidectomy, the blue insulation on the device melted onto pt tissue and was removed. Another device was used to complete the surgery. There was no patient injury. Related incident of same issue during the same surgery with a device of a different lot number can be found on MFR. Report #1717344-2008-00536.